Manufacturer narrative:
Manifold rod side hose fitting.

Event description:
It was reported by service report that the cot was leaking fluid. There was pt involvement; however, no adverse consequences are reported.